Manufacturer narrative:
G3: the complaint was received from a consumer in ireland. Analysis results: the cause of the customer's complaint was shaft press fit.

Event description:
The consumer alleged that their healthywhite+ power toothbrush metal shaft detached in mouth during use. No injuries were reported.

Manufacturer narrative:
The event date is approximate.